Event description:
It was reported that the lead exhibited oversensing, high impedances, and an apparent fracture. An episode was measured that occurred due to noise, but was aborted prior to delivering therapy. The lead integrity alert (lia) did not trigger. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.